Event description:
Healthcare professional reported right side rupture of saline device and "any creases associated with a hole". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ deflation: observed an opening on posterior assessed as fold flaw opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b3; updated device evaluation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. Additional observations: observed an opening on posterior assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture of saline device and "any creases associated with a hole". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of saline device.

Event description:
Healthcare professional reported right side rupture of saline device. Device remains implanted.

Event description:
The device has been explanted and replaced.